Manufacturer narrative:
The reported event of capture anomaly was not confirmed. Final analysis found the all device parameters to be normal. No anomalies were detected.

Event description:
It was reported that the patient's leadless pacemaker (lp) exhibited intermittent capture. The lp was explanted and replaced. The patient was stable.